Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead was not capturing and sensing. It was also reported that an x-ray confirmed that the lead had dislodged. The patient went back to the ep lab and the lead was repositioned. Two days later the lead was again found to have no capture and sensing. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.